Event description:
Litigation alleges that the patient suffers from pain and suffering.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. Added patient's dob, event date, account name, revision surgeon, patient harms, expiration date of head and liner and explant date of head and liner. Added stem due to the alleged elevated metal ions. Corrected patient's initials and the manufactured date of head and liner.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sales rep reported revision surgery for right hip. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Update rec'd 2/9/15 - sales rep reported revision surgery for right hip. There is no new additional information that would affect the investigation. As noted, no additional information provided that would affect the investigation. Previous investigation stands. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.